Event description:
It was reported that a patient underwent an unknown cervical procedure. At an unknown time post-op, it was discovered on x-ray images that a screw had backed out of the cervical plate. No further details are known at this time.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4): single lateral view x-ray of cervical spine shows c3-c7, full corpectomy at c4, c5, and c6 with interbody device. One of the c7 screws has backed out about 3-4mm.